Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was tested negative by olympus, therefore the user request is not confirmed. Olympus hmi results br-1: negative based on the results of the investigation, and the information provided, the reported events do not appear to be related to contamination or infection of a patient, and no positive cultures were reported from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.